Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a nurse from (B)(6) of bacterial peritonitis with coincident with dianeal unknown therapy. In (B)(6) 2009, the patient began treatment with dianeal unknown 1.36% and 2.27% (dose and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was hospitalized for an unreported reason. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis with culture positive for staphylococcus chromogenes manifested by abdominal pain and cloudy effluent. The patient was treated with vancomycin 1 gram ip ((B)(6) 2010). On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient recovered from bacterial peritonitis. Action taken with dianeal unknown was not reported. The nurse considered the event of bacterial peritonitis with culture positive for staphylococcus chromogenes to be unrelated to dianeal unknown therapy.